Event description:
It was reported to covidien on 05/17/2010 that a customer had an issue with a catheter, continuous flow. The customer states that patient's blood pressure was not palpable and the heart rate dropped from the low 90's to 65. Pressors were given and the pt was removed from the table to stabilize. The patient's stabilized blood pressure was 185/85 post procedure.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.